Event description:
It was reported during use the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had visible blood in flash chamber (blood pooling or leakage). This event occurred 10 times. The following information was provided by the initial reporter: experienced phlebotomist has found blood collections with hyperflash lately. The customer states there is no difference with needle position in patients vein.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-21. H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for insufficient blood flow with the incident lot was observed. Additionally, testing of the customer samples was performed and insufficient blood flow was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had visible blood in flash chamber (blood pooling or leakage). This event occurred 10 times. The following information was provided by the initial reporter: experienced phlebotomist has found blood collections with hyperflash lately. The customer states there is no difference with needle position in patients vein.